Manufacturer narrative:
The service history record was reviewed and indicated that this is the first time this unit has been returned for service. An evaluation of the kangaroo pump was performed, and the reported issue could not be confirmed at this time. The device was functional during evaluation and passed all tests performed including the mystic test, rotor test, and accuracy test. The accuracy test was performed using 125ml of water and the delivered rate was as expected. The unit is within tolerance specifications. The unit was serviced by updating the software and replacing the following: pcb as q1 had a lifted pad, the damaged us sensor as it was broken on the screw area, the damaged rotor as the rollers were not spinning freely, the damaged back housing which was broken on the pole clamp area, and the damaged front housing that was broken on the top side. The bump, hinge label, vinyl foot, tyvek vent, and sn label were all replaced due to the back housing replacement and the power connection label, overlay, and badge were all replaced due to the front housing replacement. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was overfeeding. Additional information was received stating that the issue occurred during patient use, there was no patient harm.